Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49mg/dl. Reportedly, the customer was experiencing an inaccurate continuous glucose monitor (cgm) sensor reading, and subsequently input the inaccurate bg value into the bolus menu. As customer's bg level was lower than the cgm reading, the bolus was too large for the customer's actual bg level. Cgm reading values were not provided. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.